Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 5, 2007, at 1:26am, the lay-user/patient contacted lifescan (lfs) alleging, that the one touch ultra 2 meter has a power issue and the patient is not able to clear the display screen to test. The patient alleges, that the meter's display screen is just showing the menu screen. The reported issue started one month earlier. Seven days later, the patient was allegedly suffering from hypoglycemia and having symptoms described as "very weak and lightheaded." The patient administered self-treatment by taking oral glucose and was not tested on any other meter. It would have been useful to obtain the following information: testing frequency, diabetes medication regimen, food intake on day of incident, blood glucose readings on the day of the symptoms, and recent changes to testing frequency and diabetes medication regimen. During troubleshooting, the reported issue was not resolved. This complaint is being reported because the patient developed symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the patient.